Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Minor damage was observed to the usb port on the returned reader (damaged plastic channel). Reader was successfully communicated with software and was observed to be charging. Damaged usb port did not impact reader functionality and did not contribute to the customers complaint. Reader was observed to be sufficiently charged. The returned reader was further investigated and de-cased. Visual inspection has been performed on the pcba (printed circuit board assembly) and burnt u13 component was observed. Further extended investigation was conducted. Visual inspection was performed using a digital microscope on the reader and a burnt u13 chip was observed. Data review is not required as glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench for functional testing. The returned reader was powered on when a known good battery was connected. The reader powered on with button depression, and usb and strip insertion. The returned battery voltage was measured, and result was within required specification. The returned battery was observed to be charging successfully when a known good reader was connected via usb. The reader displayed a connected to computer message when powered on using a known good battery. The reader was turned off to conduct an off current test by using a keithley source meter to measure the current, however the result was not within the specified range for readers with an stm processor. A thermal camera was used to observe any hotspots on the reader. Hotspots were observed on u5 and mcu component which indicated that the components on the returned reader were contributing to the excessive electrical current drain. The excessive current drain and hotspot observed are known symptoms of a reader that has been supplied with excess current through its charging function by the use of a non-abbott supplied power adapter. A reader self-test was unable to be performed due to the "connected to computer¿ was message observed on the returned reader. The cause of "connected to computer¿ message on the returned reader was likely due to the use of a non-abbott provided usb adapter. Using the incorrect adapter may result in faulty components and in turn cause overheating of components. The current consumption test was not within specification because of the components overheating; therefore, this issue is not confirmed to use - incorrect adapter used. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device had a fast draining battery . The product was returned and investigated for the battery issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported that their abbott diabetes care device had a fast draining battery . The product was returned and investigated for the battery issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.